Event description:
It was reported that during the laparoscopic gastric bypass procedure, after 30 minutes in use, the instrument didn't work. The device was cleaned, reconnected and tried again but still it didn't work. A new instrument was used to finish the case. No pt consequence.